Event description:
It was reported that the device was explanted in 2008 after 7 months of implant duration, due to unk reasons. No further details were provided. Info learned from the implant pt registry.

Manufacturer narrative:
Device not returned.